Manufacturer narrative:
Examination was not possible, as the device was not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should any additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to dislocation. Patient dislocated after bending at an awkward angle. The femoral head was removed and a shorter head was implanted.